Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead, developed an infection. Subsequently, surgical intervention was undertaken to explant this device. It was noted that during the lead extraction, it proved challenging to remove. Fortunately, no further adverse effects on the patient were reported. The lead is not expected to be returned since it was disposed of at the hospital.